Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the tissue pads were severely worn and partially missing. The partially missing tissue pads were not returned so the cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device tissue pad was damaged. The issue occurred during a therapeutic neck dissection procedure which was completed with an olympus back-up device. There were no reports of patient harm.